Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the keyboard was hard to use. Customer states that numbers were not ramping on their own. Customer stated the scroll bar was moving with no input. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated the buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed self test and displacement test. Insulin pump received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or keypad anomalies noted. Insulin pump received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Insulin pump received with cracked keypad overlay at select button. Insulin pump received with minor scratched display window, case and keypad overlay. Insulin pump received with missing display window cover.